Event description:
Information was received from a patient (pt) regarding an external device: pt did not have equipment and will call back with serial numbers. The reason for call was pt mentioned were having difficulty charging their implanted neurostimulator(ins) a few months ago and the pt spoke with medtronic representative (mdt rep.) (Patient services specialist(pss) did not clarify notify date. Pss called the pt back and left voicemail). After the pt spoke with mdt rep. The pt said the controller worked to charge their ins for awhile. Then, more recently, the pt was recharging their ins at "excellent" quality and the controller froze on the batteries screen. Pt could not get the controller to advance or move off the batteries screen. Pt mentioned they would have to perform a battery reset of the controller to get the controller to move off the batteries screen and recharge the ins. Pt said they had not been able to charge the ins "for awhile." Pt said they were charging ins last night for "1 minute" and the controller froze on the batteries screen and would not advance off the batteries screen. Pt was recharging "excellent" when the controller froze. Pt said they had tried to contact medtronic (mdt) previously, but had not been able to get in contact with mdt for awhile. Pt had spoken with mdt rep. About the issue last week via phone and mdt rep. Told the pt to contact mdt and have something replaced. Pt mentioned they did not have the external equipment with them and will call back to troubleshoot and provide serial numbers. Pt mentioned a recharger antenna replacement about a year ago. Additional information was received. It was reported that the pt's controller was continuously freezing and they could not get the controller to power on. Due to the issues the pt had been having with their controller, they had not charged their ins for over four months. An email was sent to repair to replace the controller. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# : (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). UDI#:(B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.